Event description:
New information received noted that the set screw came out while attempting to connect the lead.

Manufacturer narrative:
The reported event of the setscrew came out of the header while trying to connect the lead was confirmed. Analysis revealed the user of the torque wrench pulled the atrial setscrew out of the device through the septum with the setscrew stuck to it. This normally happens when the setscrew becomes stuck to the tip of the torque wrench. This is caused by incorrect wrench insertions by the user. When the wrench tip is not being aligned to drop into the setscrew inset, the user then forces the corners of the wrench tip down into the inset walls which wedges the corners of the wrench tip into the setscrew inset walls. This will cause the wrench to be stuck inside of the setscrew inset. When the user removes the wrench out of the device, the setscrew stuck to it was removed out of the device with it. This problem is related to the user¿s incorrect use of the torque wrench. The setscrew anomaly was consistent with having occurred during the procedure.

Event description:
It was reported the patient presented for implant procedure. During surgery, it was discovered the pacemaker could not be connected to the lead. The pacemaker was not implanted. The patient was in stable condition.